Manufacturer narrative:
Pump received with a blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thus due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case (battery tube), battery tube threads - cracked and label damage (stained). Blank display due to moisture damage on the electronic assemblies. Cosmetic damage confirmed at back of the pump. Exposed to moisture confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged crack on the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed .no harm requiring medical intervention was reported. Mmt-1780kpk was requested and the customer response was the device was returned for analysis.